Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a hypoglycemic event due to history/setting issue. Reportedly, the patient had blood glucose reading of 52 mg/dl with symptom of inability to concentrate and/or cognitive impairment. It was reported that the patient did not require assistance from third party or receiving any treatments above and beyond the usual routine of diabetes care and management. The patient reportedly had remained on pump therapy without any recent adjustment to the pump settings. Customer support agent reviewed the event with the reporter. It was reported that the pump failed to execute a temporary basal program set by the reporter. The reporter stated that the temporary basal was showing on the display when it was set. Review of pump and basal histories did not show any temporary basal on the event date or the day prior. Troubleshooting was unable to identify a cause for the alleged malfunction. This complaint is being reported because the patient experienced serious hypoglycemia due to an alleged pump malfunction of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find evidence of temporary basal program being set on the complaint date. No alarms related to the reported temporary basal issue were found. Total daily deliveries added up correctly and reflected the programmed basal rate. The pump powered up and functioned properly. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. A rewind/load/prime sequence and a 24-hr pump exercise were executed without incidences. A temporary basal program exercise was executed without issues. The reported temporary basal issue was not verified in the black box or duplicated in the investigation. Unrelated to the reported issue, the coin slot on the battery cap was found to be damaged.